Manufacturer narrative:
Other text: d4: UDI number is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 1836. Patient involvement is unknown.

Manufacturer narrative:
One device was received. No physical damage was found on the device during visual inspection. Functional testing could not replicate the complaint. A review of the device history log did show a record of error code 1836 occurred during operation. A possible but unconfirmed root cause was a defective motor or rotation detection sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively replaced the motor and rotation detection sensor. The device passed all functional and delivery tests.